Event description:
It was reported by the patient that their patient mobile monitor (pmm) displayed a message that said monitoring was disabled and they should contact their clinic. Technical services (ts) was consulted and confirmed the patient's insertable cardiac monitor (icm) was not being monitored due to the device battery reaching end of service (eos) status. Subsequently, the device was explanted and is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported by the patient that their patient mobile monitor (pmm) displayed a message that said monitoring was disabled and they should contact their clinic. Technical services (ts) was consulted and confirmed the patient's insertable cardiac monitor (icm) was not being monitored due to the device battery reaching end of service (eos) status. Subsequently, the device was explanted and is expected to be returned for analysis. No additional adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
This insertable cardiac monitor (icm) device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. X-ray examination of the device found no anomalies. A review of device data confirmed the device was depleting prematurely. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a latent current leakage path within the battery.